Event description:
It was reported by service report that the bed was giving an 102 error code and had no electrical functions. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Power board.